Event description:
It was reported that the collimator on the 9900 system closed down during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep preformed an on site investigation. The failure could not be duplicated. The ffb board was replaced during the service call. The system was tested and found to be working as intended and put back into service.